Manufacturer narrative:
The following components were received for analysis: so159p lot: 52076110. Description of problem: the surgeon had difficulties releasing the cage from the insertion instrument. The cage deformed and fractured. The manufacturing documentation has been checked for all of the above listed lot numbers. There is no indication for a manufacturing error or material defect. The cage is minimally deformed and fractured in the region of the insertion instrument. We assume that the failure was a result of user error. There is no indication for a systematic error. The evaluation was done on the basis of the current available information. Corrective/preventive action required.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Intra-operative breakage of the cage. In case of l3/4 plif: when the surgeon attempted to insert the cage using the inserter, the cage was not able to be released from the inserter and the cage was deformed. The surgeon used another so159p and the surgery was completed without additional issues. After the surgery, the surgeon checked the deformed cage and found that the cage was actually broken. It appears no fragments were produced and the surgeon judged that fragment was not remained in patient's body.